Manufacturer narrative:
Device was initially received for the complaint that during testing pump had the cassette latch not working. During investigation found the device's latch lock sensor failed. This malfunction makes the event reportable. Review of event log/alarm history found no event history related to the current complaint. There was no 12-month service history reported. The visual and functional testing was performed. During visual inspection found that missing cassette pin gasket. The complaint was confirmed through latch/lock test and got replaced. The device passed all testing criteria during performance verification testing.

Event description:
It was reported that during testing pump had the cassette latch not working. During investigation found the device's latch lock sensor failed. This malfunction makes the event reportable. There were no patient involvement and no patient harm.